Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. The foreign material was not able to be identified and there was no deformation or physical damage at the air/water nozzle. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue was found during preparation for use for an diagnostic elective gastroscopy. It was completed with a similar device after a delay of 10 minutes and anesthesia was extended by 5 minutes. No additional treatment or hospitalization was required and no reports of adverse clinical impact or patient harm.

Event description:
It was reported that the subject device had foreign material exiting from the air/water nozzle. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.